Event description:
It was reported that the cement hardened for only 3-4 min with mix kit in tka. The cement was stored in the operation room and the temp was 23. The temp was also 23 during the operation. The surgeon didn't use the antibiotic. So, the surgeon used a spare product instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.